Event description:
It was reported that multiple intermittent incorrect fill estimates occurred. Tandem technical support reviewed the loading information with the customer and verified the fill estimate was inaccurate. Customer declined to reload the cartridge or load another cartridge. Customer's blood glucose (bg) was 264 mg/dl and a bolus was delivered to address bg. Customer continued to use pump for insulin therapy.